Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-03383.

Event description:
The customer reported being hospitalized in the intensive care unit due to high blood glucose of 680 mg/dl. The cause of the hospitalization was diabetic ketoacidosis. The customer went to the emergency room, was treated and released but in a few hours she returned to the emergency room and was admitted. The customer stated that if they deliver a bolus and it did not work they would use manual injection. In the intensive care unit the customer was on a drip and was given injections. The customer was hospitalized for 4 days. The customer reported another emergency room visit on (B)(6) 2014 with blood glucose of 580 mg/dl and diabetic ketoacidosis. They hurt their back due to a fall. The customer was in an accident and was the driver at the time of the accident. The customer was wearing the insulin pump at the time of the hospitalization. They were hospitalized for 10 days. No further information was provided.